Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced oil gel globules. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: gel accumulating on roche cobas machine probe, inconsistency in gel level in tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced oil gel globules. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: gel accumulating on roche cobas machine probe, inconsistency in gel level in tubes.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of oil gel globules was not observed. 4 retained samples were therefore drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. None of 4 tubes produced globules. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.